Event description:
Boston scientific received information that during a follow up, it was noted that this right atrial lead had dislodged. A procedure took place and a new lead was implanted. The right atrial lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Further analysis noted set screw marks noted on is-1 terminal pin, no discernable set screw marks were noted on the ring of the lead. In addition, the helix was extended with blood infiltration in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.